Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. It was noted that the returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis and x-ray) in an attempt to find an explanation for the unstable threshold and low impedance described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increasing unstable threshold and low impedance which had triggered an alert. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the lead data from the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The pacing capture threshold in the rv was rising. In (B)(6) 2015, the rv capture threshold had risen to 1.5 volt, from a trend in the one volt range. On (B)(6) 2015, the rv pacing impedance dropped down to zero ohm and then returned to a trend in the negative impedance range.